Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patients battery site had swollen. The physician has been draining the battery site.

Manufacturer narrative:
Additional information was received that the ipg was placed in an uncomfortable position. The patient underwent an ipg revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was having difficulty charging the ipg. It was also noted that the patients battery site had swollen. The physician has been draining the battery site.